Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper was found damaged on a bd¿ syringe luer slip prior to use. There was no report of exposure to mucous membranes, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: samples/ photos analysis: a sample was received, and it is possible to observe stopper damaged. DHR review: the batch record was verified and the manufacturing date for this batch was november 12th to 13th, 2017. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance record related to the defect was observed. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. The sample sent by the customer was verified and it was possible observe stopper damaged. The probable cause for the defect is related to material jam at syringes assembly machine, causing the stopper defective, allowing the damage product flow of the process. A blitz#57/2018 was performed to address damaged components. The deadline of the actions conclusion is sep/2018. The potential causes for the problem is material jam at syringes assembly machine, causing damaged stopper.